Event description:
It was reported the pt experiences painful urination with stimulation on. The pt was advised to turn off stimulation when urinating to rule out stimulation as the cause. The pt described the sensation as "tingling, burning and pressure". The pt stated her pain level has increased and the health care provider believes the lead may have moved. The pt will consult with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.